Manufacturer narrative:
The pump passed the functional tests, including the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, , self test, sleep current measurement and active current measurement. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 46 mg/dl at that morning. The customer was assisted with troubleshooting and declined for low blood glucose. Patient had been experiencing low blood glucose level for 30 - 45 mins and he was already able to treat it with orange and glucose and able to get it at 77 mg/dl at this moment. Customer was also advised by his nurse to suspend the basal delivery, and it will automatically go back to normal at 10 am today. The customer was treated with food and glucose tablets. The insulin pump will not be returned for analysis.